Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer was informed of the following event through patient tracking department. Based on the information on the patient's implant form, on (B)(6) 2022, memo 3d semirigid annuloplasty ring smd26 was implanted and explanted intra-operatively. No allegation of device malfunction nor serious injury on the patient has been received from the hospital regarding this event.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, the manufacturer will provide a follow up report.